Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 650 mg/dl. Troubleshooting was performed, and the bolus and basal rate totals were off by 20 units. The customer was advised to consult with her health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.